Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit alarmed system over temperature. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed system over temperature.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. After checking the unit, the fse was unable to find the alarm. The fse also tries testing the compressor, but, did not find an abnormal temperature rise. The temperature was normal. The unit was then ready for use.